Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on resetting the pump, assisted in the reset, and informed the customer to call back if the malfunction code recurred. The customer acknowledged and understood the instructions, and it was determined that the customer could continue using the pump.